Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Event description:
Literature article entitled ¿malalignment and distal contact of short tapered stems could be associated with postoperative thigh pain in primary total hip arthroplasty" written by zhijie chen, bin li, kaizhe chen, jianmin feng, yi wang, zhihong liu and chuan he. Published by journal of orthopaedic surgery and research; published online/accepted by publisher 2021 was reviewed. The article's purpose was to retrospectively examine the factors that might be associated with thigh pain. Patient data: 230 patients (252 hips) included in the study, 72 (31%) were male and 158 (69%) were female. Twenty two patients underwent bilateral thas, with a mean age of 61 ± 11 years at the surgery. The preoperative diagnoses included osteoarthritis in 82 (32.5%) hips, acute fracture in 54 (21.4%) hips, developmental dysplasia in 42 (16.7%) hips, aseptic necrosis in 33 (13.1%) hips, avascular necrosis in 25 (9.9%) hips, drug-induced necrosis in 11 (4.4%) hips, and post-traumatic arthritis in 5 (2.0%) hips. It is noted that implants in the study were all depuy ¿ cementless. Depuy products: trilock bps short femoral stem: stem length (95¿119 mm): cementless biolox delta modular ceramic femoral head: 32- or 36-mm pinnacle acetabular cup component biolox delta ceramic liners adverse events non-specified patients: (15) intra-operative calcar fractures, which were stabilized with one or two wires. (2) delayed wound healing. Non-specific conservative treatment provided. (68) thigh pain after tha. Non-specific conservative treatment provided. (103) x-ray identified varus ¿ valgus stem malalignment. Treatment not specified. (73) serial x-ray identified femoral stem subsidence. Treatment not specified. An illustrative case is noted on page 4 is related to a (B)(6) woman who underwent tha at age 60 using a short tapered stem. Xrays reveal valgus stem malalignment. Treatment not specified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.